Manufacturer narrative:
The insulin pump had broken reservoir tube lip noted. The insulin pump had cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a broken reservoir compartment from the insulin pump. The customer's blood glucose reading was 134 mg/dl. The customer stated that half of the reservoir compartment is broken off. The customer stated that she changed out the infusion set and noticed half of the reservoir cap was broken off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.